Manufacturer narrative:
The initial date of implantation was not reported. (B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, the patient developed meningitis and was subsequently hospitalized and admitted to the intensive care unit (date not reported). Prior to the meningitis episode, it was reported that the patient experienced recurrent infections at the implant site. A scan was performed (date not reported) and revealed the implant placement was further than the bone, pressing into the dura. The device was explanted (date not reported) and the device returned no clinical, nor biochemical infections. An MRI following explantation revealed cerebral and cerebellar septic embolisms. Additional information has been requested; however, has not been made available as of the date of this report.